Event description:
It was reported that the customer went to the emergency room (ER) with an unspecified blood glucose (bg) level; cause was unknown. Customer was treated water to address the elevated bg. At the time of the call the customer had not yet been discharged however, issue was resolved with no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.